Manufacturer narrative:
B5 event description updated

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty-five (45) days post index procedure, transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. Dual antiplatelet therapy was discontinued, and the patient was instructed to begin apixaban. The patient will undergo tee in three months to monitor the status of the device related thrombus. It was further reported the thrombus was laminar, pedunculated, and non mobile. It was observed the closure device created a noticeable gutter with the limbus ridge with no evidence of a peri device leak.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty-five (45) days post index procedure, transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. Dual antiplatelet therapy was discontinued, and the patient was instructed to begin apixaban. The patient will undergo tee in three months to monitor the status of the device related thrombus.